Event description:
An aa4203tl model lens broke as it was being inserted. The lens was implanted and removed with no patient injury or complications. The lot number and model of the injector and cartridge are unknown.

Manufacturer narrative:
Evaluation results: visual inspection of the product found the optic and both haptics torn. There was evidence of surgical residue. Investigation under iaca is ongoing.